Event description:
Bleeding and percutanaous fluid secretion was observed 3 days after implantation of a vascular graft in peripheral position. No more information was provided to the manufacturer. It was however reported that current patient status is good.